Event description:
The customer reported to olympus, the scopes tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated all the channels of the scope were cultured. More than 57 colony forming units (cfu) of enterobacteriaceae and more than 57 cfus of pseudomonas aeruginosa were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for 10 colony forming units of staphylococcus coagulase. With the number of viable microorganisms between 5 and 25 cfu/endoscope, the results obtained are in conformance with the requirements. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if additional information becomes available this report will be supplemented accordingly.

Event description:
Correction to b5 of the initial report; the user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2022. Sampling from: all channels. Cfu: >57cfu. Bacterial identification: enterobacteriaceae, pseudomonas aeruginosa. Sampling date: (B)(6) 2022. Sampling from: suction ch. Cfu: >84cfu. Bacterial identification: enterobacteriaceae.

Manufacturer narrative:
Correction to b5, please see b5 for further detail. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The same bacteria were detected by the user from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) processes performed onsite. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water and auxiliary water channel. During manual cleaning, the customer uses salvanios detergent and brushes instrument/suction channel, suction cylinder and instrument channel port using vytil novaclean brush (model: cj-kedb-230-06). The scope was not manually disinfected. For automatic endoscope reprocessing (aer), the user facility uses soluscope aer, along with cln detergent and peracetic acid (paa) disinfectant. The endoscopes are stored horizontally. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information received regarding device evaluation. Please see updates to d9 and h10. The returned device was evaluated and an inspection revealed defect in the mouth piece. The suction cylinder and connector was scratched. The biopsy channel forceps movement was defective. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.